Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. There was no adverse impact to customer¿s blood glucose level. Ultimately, the customer reverted to an alternate form of insulin therapy.